Event description:
It was reported that the customer had been experiencing low blood glucose levels since (B)(6) 2014. The customer's blood glucose was 76 mg/dl. The customer had treated himself with food. Troubleshooting was done. Assisted the customer with performing the displacement test, and the displacement test passed. Advised customer to speak with healthcare provider regarding low blood glucose levels. Assisted customer to reprime the current infusion set. Advised customer to monitor the insulin pump and call back if issues persisted. Advised that the insulin pump was cleared for use. The customer also stated that he was in a car accident because of low blood glucose on 06/06/2014. The customer stated that he had low blood glucose before driving, ate two pieces of candy but did not wait for his blood glucose to raise. The customer stated that paramedics came to his house once. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.